Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated a tampon fell apart inside of her upon removal. She reported symptoms of fever and high blood pressure. She stated a doctor removed the remaining tampon piece, and prescribed antibiotic medications. Consumer stated her symptoms have been resolved.